Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notifier and presented in clinic. The device was unable to be interrogated in clinic. No intervention was performed and the product remained implanted. The patient was stable.